Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-01462.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-01462. It was reported that during the permanent implant procedure (B)(6) 2019 the physician was unable to access the patient's epidural space. The lead was not implanted. As a result, the procedure was abandoned.